Event description:
It was reported that the spring wire guide (swg) got kinked at skin level.

Manufacturer narrative:
Manufacturer control no. 18842. Sample will not be returned for evaluation. Follow-up report will be filed if additional information becomes available.